Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed as it could not be reproduced. The evaluation found the following reportable issues: a foreign object came out of the forceps channel. The evaluation found the following as well: cracks were found in the curved rubber bonding part of the insertion part and the flexible tube cracked in the insertion part. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope had suspected clogging of the pancreatic duct stent inside the forceps channel. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was a foreign object that came out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel the could not be identified and a definitive root cause of the issue was determined, as there was no observed device deformation the might contribute to the retention of foreign material and it could not be determined if the facility reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: operation manual tjf-q290v chapter 3 preparation and inspection reprocessing manual tjf-q290v chapter 5 reprocessing the endoscope (and related reprocessing accessories) reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: unknown - did the customer aspirate the water through the instrument/suction channel: yes - air/water nozzle was flushed with water and air: yes - were there abnormalities in the accessories used for reprocessing: yes - did the customer pre-soak in detergent solution: yes - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer brush the instrument channel, instrument channel port, and suction cylinder: yes olympus will continue to monitor field performance for this device.